Event description:
Reporter noted anterior chamber shallowing during last quadrant removal of phacoemulsification. A posterior capsule tear occurred with retained nuclear fragments. Posterior capsule intra ocular lens implanted. Pt reportedly in stable condition.